Manufacturer narrative:
Available information indicates the device and associated leads remain implanted and in service. This report will be updated when additional information is received.

Event description:
It was reported that during the 6-week post-implant device follow-up, this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range pacing impedance measurements on the right ventricular (rv) lead. No intervention has been performed at this time. No adverse patient effects were reported. The sales representative obtained the model/serial information for the implanted leads when the patient was seen for troubleshooting. The right atrial (ra) exhibited increased pacing threshold measurements and a decrease in p-wave amplitudes. X-rays showed the ra lead was dislodged. It was noted that a small jump in pacing impedance was provoked on the rv lead with patient maneuvers, but no large changes and no artifacts were created. At this time, a revision procedure was planned to reposition the ra lead, and the rv lead might be replaced depending on what is found when the pocket is reopened. Available information indicates no invasive intervention has yet been performed.